Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unresponsive keypad with their insulin pump. Customer states pressing act button and keypad not acknowledging. The customer's blood glucose is 97mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump was received cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.